Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the implantable cardioverter defibrillator (ICD) delivered anti-tachycardia therapy (atp) inappropriately due to over-sensing caused by crosstalk. The patient was asymptomatic. The ICD was reprogrammed, and the patient was stable throughout the intervention.